Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: lap chole. Event description: best information so far: "clip appliers x 2 misfired and cut through the cystic duct." I have not been able to talk to the surgeon who was using the clip appliers at the time of the complaint. I will make it a priority to see him and gather information about his experience. Nothing has been reported to me (clinical impact to the patient as a result of the event). I don't have that information at this time (how the user resolved the situation). Unknown if other instruments were used. Intervention: ni patient status: nothing has been reported to me.